Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, had device not communicating report of new patient. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device was not communicating and reports showed that there were no new patients in the device. The technical support specialist (tss) dialed into the station via remote smart service but initially found the station in use. The tss reviewed the datasync debug logs and identified repeated sync errors caused by a duplicate key issue in the purge.purgestatistics table. Using knowledge article retry - insert into purge.purgestatistics and retries were resolved. The station was monitored to confirm stability, and the customer was contacted and emailed for verification. After confirmation the case was closed with customer approval. The system functioned as intended after the technical support specialist troubleshot the issue.